Manufacturer narrative:
(B)(4). The customer returned an opened midline catheterization kit containing various components including an introducer needle for investigation. Visual analysis revealed a crack on the needle hub. Microscopic examination confirmed the defect. The inner diameter of the needle hub was measured to be 0.168" which is within specifications of 0.168 - 0.170" per needle hub drawing. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states the following: "insert introducer needle or catheter/needle into vein." "Advance guidewire into introducer needle." A lab inventory guidewire passed through the introducer needle with minimal resistance. The returned introducer needle was connected to a water filled lab inventory ars syringe. When the syringe and needle were used to expel water, water leaked from the crack in the hub. The hub of the needle was tested with the male luer gage and was not within the specified range due to the severity of the crack in the needle hub. R & d and manufacturing were consulted. They indicated that this issue is design related. A device history record review was performed with no relevant findings. The IFU provided with this kit states the following: "insert introducer needle or catheter/needle into vein." "Advance guide wire into introducer needle." The reported complaint that the needle hub was cracked was confirmed through complaint investigation. Visual analysis revealed a crack on the needle hub. When the syringe and needle were used to expel water , water leaked from the crack in the hub. R & d and manufacturing were consulted. They indicated that this issue is design related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as: when sampling blood with a midline catheter, the user noticed the needle hub was cracked. During aspiration, air was aspirated instead of blood. There was no consequence for the patient. It was reported the catheter was removed and another one inserted. The patient's condition is reported as fine.

Event description:
The complaint is reported as: when sampling blood with a midline catheter, the user noticed the needle hub was cracked. During aspiration, air was aspirated instead of blood. There was no consequence for the patient. It was reported the catheter was removed and another one inserted. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).